Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine alarmed with a 7973.1 error code and did not allow the patient¿s blood to be returned in the usual way during a patient¿s therapeutic plasma exchange (tpe) treatment. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was confirmed that troubleshooting steps taken were to try to cope with the failure message. It was noted that the reported event is a known software bug that does not allow switching in the finalization treatment mode at the end of treatment. The patient did not complete treatment and treatment was not restarted. There was no patient injury or medical intervention reported. There have been no repairs made to the machine as a software upgrade is needed. No further information provided.

Manufacturer narrative:
Investigation: the review of similar complaint revealed that the reported failure type represents an unknown event. A review of the device history record (DHR) was not necessary as the event is clearly attributed to the failure mode design. The machine files were reviewed. Based on all performed investigations and evaluations the reported event could be reproduced. No sample was received. There is no indication that the product deficiency is related to falsification or unauthorized configuration. The reported event was confirmed.

Event description:
It was reported that a multifiltrate pro machine alarmed with a 7973.1 error code and did not allow the patient¿s blood to be returned in the usual way during a patient¿s therapeutic plasma exchange (tpe) treatment. The patient¿s blood was not returned, and as a result they experienced approximately 50 ml of blood loss. The sample was reported to not be available for evaluation. Upon follow up, it was confirmed that troubleshooting steps taken were to try to cope with the failure message. It was noted that the reported event is a known software bug that does not allow switching in the finalization treatment mode at the end of treatment. The patient did not complete treatment and treatment was not restarted. There was no patient injury or medical intervention reported. There have been no repairs made to the machine as a software upgrade is needed. No further information provided.